Event description:
It was reported that one day following successful implantation of the duet the pt returned to the cath lab experiencing chest pain and "st" changes. Recatheterization revealed that the stent site was occluded. A dissection was also noted. The attempts to percutaneous transluminal coronary angioplasty resulted in unacceptable results and attempts to stent were unsuccessful. The pt was sent for emergency by-pass surgery. The initial stent deployment post dilation exceeded the instructions for use instructed maximum diameter.